Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer's insulin pump was unable to deliver. Customer's blood glucose level at the time 400mg/dl. Customer expressed symptoms of nausea, trouble with vision, and thirst. Customer declined troubleshooting. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, prime, excessive no delivery alarm and displacement tests. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.